Event description:
During preventative maintenance of the device, the field service rep reported that the roller pump had a "belt slip" error to occur. Since the event occurred during preventative maintenance, there was no pt involvement.